Event description:
It was reported that the user experienced a hyperglycemia event while using the ilet system, with a reported blood glucose of 218 mg/dl trending upward after a recent supply change and concern about infusion site placement. Symptoms included hyperglycemia and feeling unwell. Outcomes included user education and troubleshooting, including guidance on alternative infusion site locations and an offer for assistance with an infusion set change, which the user declined while planning to move the site and change it if needed. Investigation included customer support troubleshooting and user counseling without device alerts or alarms reported. Investigation of this case revealed no device malfunction reported and no specific component issue identified, with the event consistent with potential infusion site or set-related issues or illness as potential contributors. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.